Event description:
The target lesion was the left anterior descending. The dr was able to cross the lesion with a 2.5 x 28 cypher stent. While prepping inside the pt, the dr noticed bubbles as he pulled back on the indeflator. The dr decided to remove the whole system. Upon removal, the stent stripped off. The dr used a 2.0 maverick balloon to deploy the dislodged stent near the proximal lad. He then postdilated with a 3.0 x 20 balloon. The dr then treated the target lesion with another 2.5 x 28 cypher stent. There was no pt injury.